Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The peritoneal dialysis patient presented to the hospital with bilateral back and flank pain, abdominal pain, cloudy drainage, low grade fever and more shortness of breath. The patient was admitted to the hospital on (B)(6) 2016 due to peritonitis following a positive peritoneal fluid culture for the organism staphylococcus aureus. The peritoneal dialysis (pd) nurse stated that peritonitis was due to a breach in aseptic technique and stated that it may have tracked down to the catheter. The pd nurse reported that there were no cassette leaks reported. The patient was treated with the antibiotic ancef 2 grams a day via peritoneal dialysis for a total of three weeks. The patient was reported to have shown signs of improvement within 72 hours with the white blood cell count from the peritoneal fluid trending down. The patient was discharged to home on (B)(6) 2016. The patient was readmitted to the hospital on (B)(6) 2016 with abdominal pain due to possible peritoneal dialysis catheter blockage and ongoing peritonitis. The occluded peritoneal dialysis catheter was removed and the patient transitioned to hemodialysis. The patient was discharged from the hospital with continued treatment for the peritonitis on (B)(6) 2016.